Event description:
Customer reports that the lancet, inserted in the softclix plus lancet device, protrudes beyond the device end-cap. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.